Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, it was reported that at around 6:30-7pm est, the started feeling nauseated and light-headed. Dexcom receiver and mobile were showing signal loss and it had been showing the error since 2pm when they changed the sensor. They did not do a fingerstick at the time because they left it at home. The patient uses insulet omnipod5 which would not have been in modified closed loop without cgm. The parent gave diet pepsi, gatorade, and water. The patient was vomiting. The dexcom wasn't reading the entire time because of signal loss. The patient was taken to the emergency department (ed), unresponsive. They did some tests, checked his ketones, and said that he was on dka with blood glucose 898 mgdl. They gave him insulin thru IV drip and zofran for nausea. At around 2am on (B)(6), he was transferred to a different facility. The glucose got stabilized at 120 mgdl and he got out of the hospital on (B)(6) and 6:24pm est. The patient is okay now. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.